Event description:
Boston scientific received information that this right atrial (ra) lead was involved with an infection. Revision procedure was performed to reposition the patient's implantable cardioverter defibrillator (ICD). After repositioning of the ICD, patient exhibited muscle stimulation. Approximately two weeks later, a routine device interrogation was performed and revealed that the patient's implantable right atrial (ra) lead exhibited undersensing of atrial fibrillation and increased pacing thresholds. The device was successfully reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.